Event description:
The complaint received states the pt underwent carotid stent implantation and during the procedure experienced bradycardia. This is a male with medical history including tia, stroke, dyslipidemia, kidney disease, cardiac infarct, percutaneous coronary intervention and cea (right carotid artery). The target lesion was left internal carotid artery described as mildly calcified with 65% stenosis. An angioguard was inserted, tracked, deployed and retrieved without difficulties. One precise stent was implanted without reported difficulties. After the stent was placed, the pt's heart rate decreased. The bradycardia was treated with atropine with return to baseline of vital signs. There is no further report of injury to the pt. The angioguard was discarded and the stent remains implanted, thus both devices are unavailable for analysis.

Manufacturer narrative:
This is one of two products involved with this product malfunction, which is associated with mfg report #1016427-2008-00256. Add'l info will be submitted within 30 days of receipt.